Event description:
Additional information has been received stating the iol was cracked. Te surgeon removed the lens during the initial procedure and left the patient aphakic. A new lens was implanted on another date.

Manufacturer narrative:
Additional information provided in a.2., a.3., b.3., b.5., b.6., d.6., d.7., d.11., h.1., and h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge. The customer indicated the use of a viscoelastic, which is not qualified for comapny cartridge use. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/company handpiece combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant was defective. Additional information has been requested.